Manufacturer narrative:
The customer reported this issue, they were doing a clinical training and had an autofill failure alarm during that training. No patient involvement. No harm was reported. Fse was dispatch onsite to check the unit, upon arrive fse replaced pneumatic interface module. Fse ran functional and safety tests, verified calibration. Pumped on a test balloon. Returned machine for clinical use. The autofill process will purge and replace the iab and the extension catheter with pure helium. Autofill cycle repeats itself every 2 hours. The iabp will automatically pause assist in order to purge and refill the balloon catheter circuit with helium gas every two hours. When the autofill cycle is completed, assist will automatically resume. Operator may initiate an autofill at any time by pressing and holding the iab fill key. This will reset the 2 hour autofill timer. Should a 2 hour autofill time out occur while in the standby mode, an autofill will be performed one minute after returning to the assist mode.

Event description:
It was reported by customer during that training that cardiosave intra aortic balloon pump (iabp) had autofill failure alarm. No patient involvement.

Manufacturer narrative:
Updated fields: b4, e3, g3, g6, h2, h6 (investigation type, component code), h11. Fse was dispatch onsite to check the unit, upon arrive fse replaced pneumatic interface module. Fse ran functional and safety tests, verified calibration. Pumped on a test balloon. Returned machine for clinical use. The autofill process will purge and replace the iab and the extension catheter with pure helium. Autofill cycle repeats itself every 2 hours. The iabp will automatically pause assist in order to purge and refill the balloon catheter circuit with helium gas every two hours. When the autofill cycle is completed, assist will automatically resume. Operator may initiate an autofill at any time by pressing and holding the iab fill key. This will reset the 2 hour autofill timer. Should a 2 hour autofill time out occur while in the standby mode, an autofill will be performed one minute after returning to the assist mode.

Event description:
N/a.